Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ chronic pelvic'), menorrhagia ('menorrhagia (heavy menstrual bleeding)') and genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea/ cramping"), migraine ("migraines/headaches;") and dyspareunia ("dyspareunia"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, tooth disorder, migraine and dyspareunia outcome was unknown and the genital haemorrhage, allergy to metals and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: discrepancy noted in essure confirmation test(s) conducted, specify no (per pfs). . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: new pfs received- case become incident. New events added: abnormal bleeding (general); dental problems; dysmenorrhea; dyspareunia; migraines/headaches. Outcome of events bleeding, nickel allergy, cramping from unknown to recovered/resolved were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ chronic pelvic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 33-year-old female patient who had essure (batch no. 627097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoidectomy. Concurrent conditions included uterine bleeding. Concomitant products included progesterone. In 2008, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea/ cramping") and migraine ("migraines/headaches"), 16 days after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, tooth disorder, migraine and dyspareunia outcome was unknown and the genital haemorrhage, allergy to metals and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: discrepancy noted in essure confirmation test(s) conducted, specify no (per pfs). The number of coils protruding into the uterine cavity were noted to be 1 on the right and 1 on the left. Discrepancy noted in essure insertion date (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-mar-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain ¿ chronic pelvic') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in a 33-year-old female patient who had essure (batch no. 627097) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included hemorrhoidectomy. Concurrent conditions included uterine bleeding. Concomitant products included progesterone. On (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced dyspareunia ("dyspareunia"). On (B)(6) 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), allergy to metals ("nickel allergy"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea/ cramping") and migraine ("migraines/headaches"), 16 days after insertion of essure. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and back pain ("back pain"). The patient was treated with surgery (total hysterectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, menorrhagia, abdominal pain, back pain, tooth disorder, migraine and dyspareunia outcome was unknown and the genital haemorrhage, allergy to metals and dysmenorrhoea had resolved. The reporter considered abdominal pain, allergy to metals, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain and tooth disorder to be related to essure. The reporter commented: discrepancy noted in essure confirmation test(s) conducted, specify no (per pfs). The number of coils protruding into the uterine cavity were noted to be 1 on the right and 1 on the left. Discrepancy noted in essure insertion date (B)(6) 2008 and (B)(6) 2008. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: nickel allergy, pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received: lot number, reporter, patient height, event onset date were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.